Manufacturer narrative:
The sample associated to this report is not available for evaluation.

Event description:
Custoemr reported that following a slpc tracheostomy tube replacement, the patient experienced difficulty exhaling. There was no patient harm and the tube was replaced without incident.